Manufacturer narrative:
The sample is not available for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involves a plum set that on (B)(6) at 17:12 the set was connected with phyxol 60 mg/10 ml/vial 420 mg in 0.9 nacl 500 total 500 ml drip 21 ml/hr. On (B)(6) at 9:00, the plum set was checked and found dry and wet stains on bedding due to suspected drug leakage from the filter section. The device was changed, and at 19:15 the infusion was complete with no more leakage. There was patient involvement but no harm reported.